Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, admittance into the intensive care unit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone17.5. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized and was admitted into the intensive care unit (ICU) with hyperglycemia, high blood pressure and pneumonia on (B)(6) 2026. The patient's blood glucose levels reached 1200 mg/dl while wearing the pod. The patient could not connect the sensor to the pod. Symptoms reported include headache, dizziness and phosphenes. The patient was treated with insulin injections. The patient was still admitted at the time of this report. Follow up attempts to the reporter have been made, however, they were unsuccessful and therefore, information is limited.